Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1: 246 mg/dl and 87 mg/dl, 2: 99 mg/dl, 143 mg/dl, and 228 mg/dl. Sets of readings taken on different days. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.